Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pings of pain'), embedded device ('coil was embedded in my uterus'), device expulsion ('coil was embedded in my uterus'), pregnancy with contraceptive device ('pregnant year after confirmed blocked'), autoimmune thyroiditis ('hashimotos'), multiple episodes of depression ('depression', 'depression') and multiple episodes of anxiety ('anxiety', 'anxiety') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), the first episode of depression (seriousness criterion medically significant), the first episode of anxiety (seriousness criterion medically significant), nightmare ("nightmare"), hypothyroidism ("hypothyroidism"), eye irritation ("eyes burn"), pain ("body hurt"), alopecia ("hair falling out"), hot flush ("hot flashes"), night sweats ("night sweat"), fatigue ("fatigue"), urticaria ("hives"), pruritus ("itchy all the time"), the second episode of anxiety ("anxiety"), the second episode of depression ("depression"), back pain ("chronic back pain") and gastritis ("inflammation in belly") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, embedded device, device expulsion, pregnancy with contraceptive device, autoimmune thyroiditis, nightmare, hypothyroidism, eye irritation, pain, alopecia, hot flush, night sweats, fatigue, urticaria, pruritus, the last episode of anxiety, the last episode of depression, back pain and gastritis outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, autoimmune thyroiditis, back pain, device expulsion, embedded device, eye irritation, fatigue, gastritis, hot flush, hypothyroidism, night sweats, nightmare, pain, pelvic pain, pregnancy with contraceptive device, pruritus, urticaria, the first episode of anxiety, the first episode of depression, the second episode of anxiety and the second episode of depression to be related to essure. The reporter commented: had episodes of depression and anxiety that landed me in urgent care. Concerning the injuries reported in this case, the following ones were reported via social media: pings of pain, pregnant year after confirmed blocked, hashimotos, depression, nightmare, hypothyroidism, eyes burn, body hurt, hair falling out, hot flashes, night sweat, fatigue, hives, itchy all the time, anxiety, depression, chronic back pain, embedded device, device expulsion and inflammation in belly. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event anxiety was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pings of pain'), embedded device ('coil was embedded in my uterus'), device expulsion ('coil was embedded in my uterus'), pregnancy with contraceptive device ('pregnant year after confirmed blocked'), autoimmune thyroiditis ('hashimotos') and multiple episodes of depression ('depression', 'depression') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), the first episode of depression (seriousness criterion medically significant), nightmare ("nightmare"), hypothyroidism ("hypothyroidism"), eye irritation ("eyes burn"), pain ("body hurt"), alopecia ("hair falling out"), hot flush ("hot flashes"), night sweats ("night sweat"), fatigue ("fatigue"), urticaria ("hives"), pruritus ("itchy all the time"), anxiety ("anxiety"), the second episode of depression ("depression"), back pain ("chronic back pain") and gastritis ("inflammation in belly") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, embedded device, device expulsion, pregnancy with contraceptive device, autoimmune thyroiditis, nightmare, hypothyroidism, eye irritation, pain, alopecia, hot flush, night sweats, fatigue, urticaria, pruritus, anxiety, the last episode of depression, back pain and gastritis outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, autoimmune thyroiditis, back pain, device expulsion, embedded device, eye irritation, fatigue, gastritis, hot flush, hypothyroidism, night sweats, nightmare, pain, pelvic pain, pregnancy with contraceptive device, pruritus, urticaria, the first episode of depression and the second episode of depression to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pings of pain, pregnant year after confirmed blocked, hashimotos, depression, nightmare, hypothyroidism, eyes burn, body hurt, hair falling out, hot flashes, night sweat, fatigue, hives, itchy all the time, anxiety, depression, chronic back pain, embedded device, device expulsion and inflammation in belly. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New events added- embedded device and device expulsion. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pings of pain'), embedded device ('coil was embedded in my uterus'), device expulsion ('coil was embedded in my uterus'), pregnancy with contraceptive device ('pregnant year after confirmed blocked'), autoimmune thyroiditis ('hashimotos'), multiple episodes of depression ('depression', 'depression') and multiple episodes of anxiety ('anxiety', 'anxiety') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), the first episode of depression (seriousness criterion medically significant), the first episode of anxiety (seriousness criterion medically significant), nightmare ("nightmare"), hypothyroidism ("hypothyroidism"), eye irritation ("eyes burn"), pain ("body hurt"), alopecia ("hair falling out"), hot flush ("hot flashes"), night sweats ("night sweat"), fatigue ("fatigue"), urticaria ("hives"), pruritus ("itchy all the time"), the second episode of anxiety ("anxiety"), the second episode of depression ("depression"), back pain ("chronic back pain") and gastritis ("inflammation in belly") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, embedded device, device expulsion, pregnancy with contraceptive device, autoimmune thyroiditis, nightmare, hypothyroidism, eye irritation, pain, alopecia, hot flush, night sweats, fatigue, urticaria, pruritus, the last episode of anxiety, the last episode of depression, back pain and gastritis outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, autoimmune thyroiditis, back pain, device expulsion, embedded device, eye irritation, fatigue, gastritis, hot flush, hypothyroidism, night sweats, nightmare, pain, pelvic pain, pregnancy with contraceptive device, pruritus, urticaria, the first episode of anxiety, the first episode of depression, the second episode of anxiety and the second episode of depression to be related to essure. The reporter commented: had episodes of depression and anxiety that landed me in urgent care. Concerning the injuries reported in this case, the following ones were reported via social media: pings of pain, pregnant year after confirmed blocked, hashimotos, depression, nightmare, hypothyroidism, eyes burn, body hurt, hair falling out, hot flashes, night sweat, fatigue, hives, itchy all the time, anxiety, depression, chronic back pain, embedded device, device expulsion and inflammation in belly. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case was found to be a duplicate case of existing case (2015-411305) in bayer database. All the information that includes new events body ache, device expulsion, embedded device, hashimoto's disease, nightmare, hypothyroidism, eye irritation, reporter, references and source documents have been transferred to retention case 2015-411305. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pings of pain'), pregnancy with contraceptive device ('pregnant year after confirmed blocked'), autoimmune thyroiditis ('hashimotos') and multiple episodes of depression ('depression', 'depression') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), the first episode of depression (seriousness criterion medically significant), nightmare ("nightmare"), hypothyroidism ("hypothyroidism"), eye irritation ("eyes burn"), pain ("body hurt"), alopecia ("hair falling out"), hot flush ("hot flashes"), night sweats ("night sweat"), fatigue ("fatigue"), urticaria ("hives"), pruritus ("itchy all the time"), anxiety ("anxiety"), the second episode of depression ("depression"), back pain ("chronic back pain") and gastritis ("inflammation in belly") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, autoimmune thyroiditis, nightmare, hypothyroidism, eye irritation, pain, alopecia, hot flush, night sweats, fatigue, urticaria, pruritus, anxiety, the last episode of depression, back pain and gastritis outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, autoimmune thyroiditis, back pain, eye irritation, fatigue, gastritis, hot flush, hypothyroidism, night sweats, nightmare, pain, pelvic pain, pregnancy with contraceptive device, pruritus, urticaria, the first episode of depression and the second episode of depression to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pings of pain, pregnant year after confirmed blocked, hashimotos, depression, nightmare, hypothyroidism, eyes burn, body hurt, hair falling out, hot flashes, night sweat, fatigue, hives, itchy all the time, anxiety, depression, chronic back pain, and inflammation in belly. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.